Manufacturer narrative:
.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that pico was used to treat wound located right below the knee pu. Patient had been on pico for 3 weeks. Drainage low. Various nurses have applied system with no issues. Orange light presents on pico day 2-3, dressing had been compressed. Incident has occurred twice. During the night, dressing did not stay compressed as it was noticed in the morning. It was found maceration to peri-wound, 3-5mm. Patient determined he likely pinched /tore the dressing, catching in his wheel chair transfer and perforated top layers.